Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 240 units of insulin, and the insulin gauge showed an accurate amount of over 60 units of insulin available in the cartridge. The following day, the customer called back and reported that after delivering 10.2 units of insulin, the insulin gauge remained static at 105 units of insulin. The customer's blood glucose level was 105 mg/dl. During the call with tandem technical support, the customer reloaded the cartridge and received an accurate fill estimate.